Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary analysis found that one of the high voltage capacitors swelled and lost capacitance. This resulted in the device not being able to charge to full voltage. Destructive analysis revealed that an electrical discharge had occurred in one capacitor, originating in the tab cold weld area of the unit. The discharge was centered within the anode plates in an anode subassembly. Evidence suggests that the cause of this discharge was a separation of the tab cold weld connections within the anode subassembly.

Event description:
(B) (4)